Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked. The main coil was seen to be detached/separated and not returned. The coil introducer sheath was intact. Functional inspection was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician encountered resistance while advancing the subject coil through the microcatheter. The procedure was successfully completed by replacing the coil with a new one using the same microcatheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/ prior to use on the patient. An assignable cause of procedural factors will be assigned to the reported even of coil in catheter friction as it could not be replicated during analysis however, the analysis results are consistent with the reported event. It is probable that the subject coil was advanced or retracted against resistance, which may have caused premature detachment from the delivery wire, resulting in the observed defects in the device. An assignable cause of procedural factors will be assigned to analyzed damage of the main coil prematurely detached/separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent since this issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) prematurely detached/separated during use. No clinical consequences were reported to the patient due to this event.